Event description:
The device was used during a thoracoscopic lung biopsy procedure. Reportedly, the staples did not form properly and some bleeding occurred. The surgeon applied another device and resected the incomplete staple line to complete the procedure. The hospital has reported the pt's condition is satisfactory.